Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 18 mm xience prime stent delivery system (sds) was advanced. The stent was deployed; however, a proximal edge dissection was observed. Another xience prime stent was then placed for treatment. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation and there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.